Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's product investigation laboratory (pil), the device failed a test step during testing. The device's machine flow sensor needs to be replaced to address the issue. There was evidence of contamination.